Manufacturer narrative:
This follow-up MDR is created to document the additional patient, event, and device information. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.

Event description:
Additional information indicated that the urinary tract infection was considered by the site to be related to medical history, and not due to the device or the procedure.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient experienced urinary infection the day after altis procedure. Onset event : (B)(6) 2016, lower urinary tract infection. Treatment : medication (fosfomycin) outcome - resolved on (B)(6) 2016. Device remains implanted.